Manufacturer narrative:
Corrected data: h6 - method code for the concomitant product additional codes - img code for the concomitant product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: evproplus-26; serial #: (B)(6); ubd: 2024-05-26; UDI#: (B)(4). Product ID: l-evprop2329; unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment over a non-medtronic guidewire, the valve fully released from the delivery catheter system (dcs) after dcs and wire manipulation. The valve remained in the appropriate position for a brief period; however, after fully releasing from the dcs, the paddle housing was inside the outflow of the valve and the tip of the dcs capsule was on the outside of the outflow with the crowns of the outflow in between. Subsequently, a small movement of the dcs caused the valve to dislodge into the ascending aorta. A surgical explant of the valve was planned along with a surgical aortic valve replacement. No additional adverse patient effects were reported.